Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous iliac artery. The 7.0mmx80mmmx80cm armada 35 balloon dilatation catheter (bdc) was successfully advanced to the lesion; however, the balloon would not inflate completely at nominal pressure, and a balloon leak/rupture was noted. The device was removed without any reported issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 7.0mmx80mmmx80cm armada 35 bdc was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak or rupture was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon leak or rupture. Based on the reviewed information, no product deficiency was identified.